Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the complete lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and dried blood/body fluid was noted in the lumen. The lead did not pass the guidewire test due to the presence of blood/body fluid. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The explanted left ventricular (lv) lead was returned for analysis. Analysis is currently ongoing and this report will be updated upon completion.

Event description:
Boston scientific received information that the left ventricular (lv) lead and a non boston scientific right ventricular (rv) lead had become dislodged. The left ventricular (lv) lead was capturing, however not in the atrium. The patient was suspected to have twiddler's syndrome that may have contributed to the leads dislodgement. Both leads were removed and replaced with non boston scientific leads successfully. It was reported that following the procedure the patient did suffered bruising from pocket hemorrhaging which was resolved with no further complications. There were no additional adverse patient effects reported.